Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 7.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. Additional damages into the insulation were found between 44 and 48 cm proximal to the lead tip. The above-mentioned cut and insulation damages probably occurred during the extraction procedure due to surgical tools. Furthermore, the conductor coil was found deformed between 25 and 26 cm proximal to the lead tip. The deformation most likely resulted from the surgery due to mechanical stress. Further root cause analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the observed increased threshold. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
An increasing threshold of the rv lead was observed. The lead was explanted.